Event description:
It was reported that the 9800 system was arcing and had a temperature sensor error during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor was replaced and the high voltage cable was cleaned and degreased during the service call. The system was tested and found to be working as intended and put back into service.